Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 5 mg/ml morphine at a dose of 0.2587 mg/day via an implantable pump for non-malignant pain, spinal pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient was trying to wean himself off the pump and have it removed. The patient stated that his alarm date was (B)(6) 2017. The patient asked if he was going to die if he didn¿t go back to have the pump refilled and how long the alarm would go off. The patient asked how long it would be until the alarm would be silent or the batterydepletes. The patient asked how long the pump could stay in and how long it would be before it leaks. All the questions were answered and it was reviewed that the pump would not leak. The patient asked the agent if they were sure it would never hurt him. The patient stated he was weaning to have the pump removed, but now the healthcare provider (hcp) would not do it as it would cause the patient to lose spinal fluid. The patient noted that he can¿t sleep at night because the catheter hurts where it is in his spine. The patient noted that he was thin and could never sleep on that side due to the pump sticking out. The morphine in the pump was lowered and that was when the patient noticed the tube was hurting his back. Additional information was received from a consumer on (B)(6) 2017. The patient reported that he had 3 family members or more die recently and it had been way too much to bear along with his pain. The patient stated that last week (B)(6) ((B)(6) 2017), they heard a single beep alarm going. Then 2.5-3 weeks ago ((B)(6) 2017), the patient¿s pain returned and it felt like he was dying/withdrawal. The patient¿s pain rating was 20 out of 10 and was having pain in places he never had before. The patient had excruciating pain where the catheter was implanted. The healthcare provider (hcp) wanted to turn off the pump, but doesn¿t want to remove it. The hcp told the patient that if the pump was removed it would cause all of his spinal fluid to come out and the patient wanted to know if that was true. The patient had a right sensation/pain that ran down his right leg and made his toes curl. The patient¿s back hurt so bad and they never had that issue before. The patient reported the preexisting reflex sympathetic dystrophy (rsd) that had been in both legs, both feet, right arm, and right hand, but never had it in the back. The patient stated the hcp did a surprise drug test in (B)(6) 2015. The hcp had been prescribing oral medications and the patient didn¿t like taking drugs, so he wasn¿t taking the oxycontin and oxycodone. It was stated that the pump was currently empty. The patient went to the family hcp on (B)(6) 2017 and was told he needed to take care of himself. The patient had a follow-up appointment with their pump managing hcp on (B)(6) 2017. The hcp was going to consider removing the pump, but after consulting with a different hcp decided against it. The patient did not understand exactly why. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.